Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo lesion in the proximal left circumflex (plcx) artery. A 3cm flexiwire guide wire (gw) was advanced with resistance from the anatomy but reached the target lesion. A non-abbott balloon catheter was being advanced over the flexiwire when resistance was met between the devices and the flexiwire bowed when the balloon catheter was pushed. The coating on the flexiwire peeled and the smoothness decreased. The flexiwire was removed, and a non-abbott device was used in its place, followed by balloon dilatation to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed, de novo lesion in the proximal left circumflex (plcx) artery. A 3cm flexiwire guide wire (gw) was advanced with resistance from the anatomy but reached the target lesion. A non-abbott balloon catheter was being advanced over the flexiwire when resistance was met between the devices and the flexiwire bowed when the balloon catheter was pushed. The coating on the flexiwire peeled and the smoothness decreased. The flexiwire was removed, and a non-abbott device was used in its place, followed by balloon dilatation to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.